Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the facility was not syncing, and users were unable to log on to issue items. A technical support specialist (tss) was contacted after the customer reported a change in internet protocol addresses. The tss guided the customer through checking both the synchronization and cabinets, which were found to be powered off. After turning them on, the customer successfully logged into the synchronization cabinet and confirmed it was operational. The cabinet displayed a "connecting" message. The tss pinged the synchronization cabinet¿s internet protocol, confirmed the computer name, and updated the registry to reflect this. After restarting the cubex application, the customer confirmed the cabinet was also functioning. It was discovered that access to certain websites was blocked on the information technology network. However, synchronization status in medbank myqlink was current. The customer was informed that both cabinets were back in service and were syncing properly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, unable to log on to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.